Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06030. It was reported the patient was admitted to the hospital on (B)(6) 2014 for post-operative pain at the incision site as well as bilateral leg pain. The patient's scs system was not turned on at the time of hospitalization. The patient was treated for other unrelated medical issues during her time in the hospital. An sjm representative met with the patient and turned her system on, at which time, the patient's bilateral leg pain was reportedly resolved.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06030. Additional information received identified the patient's postoperative pain has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.